Event description:
It was reported that the following a cavagram, it was discovered that some of the legs of a vena cava filter did not fully deploy. The upper portion was positioned well and some of the legs opened, but not all of them. The physician felt there was still good coverage for the pt and was not concerned about it moving. No interventions performed and none planned for the future. There was no reported injury to the pt.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unk. The sample was not returned for evaluation. Based on the info received, the results are inconclusive and the root cause of the event is unk.